Event description:
It was reported that the patient experienced low blood glucose and believed the ilet delivered insulin despite a user-initiated pause; device data review showed insulin delivery had ceased prior to the reported low and resumed later, consistent with expected operation. Symptoms included hypoglycemia with a low of 58 mg/dl. Outcomes included self-treatment with oral glucose and no hospitalization. Investigation included review of device-reported insulin delivery history and user-reported blood glucose values, with troubleshooting and education provided. Investigation of this case revealed no device malfunction and that insulin delivery had already stopped well before the low glucose, making the cause of the hypoglycemia unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.